Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. According to the patient, on the morning of (B)(6) 2025, the patient was alerted by her receiver that she was low. When she checked her receiver, it was showing low (less than 40 mg/dl). The patient did not mention if she checked her bg. The patient self-treated with 5 glucose tablets. The cgm reading stayed at low and she began feeling weak. Around 10:00 am she decided to drive herself to the ER. When she arrived at the ER, her bg was 325mg/dl while the cgm was 40 mg/dl. The patient was treated with 1 bag of insulin drip and was discharged around 06:00 pm the same day. At the time of discharge, the patient¿s bg was reading 222 mg/dl while the cgm was between 40 mg/dl to low. The patient removed the cgm before going home. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. When the patient got discharged, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.